Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported that no steps were taken to resolve the issues. They reported the device was always had reduced capabilities to reduce pain when their battery is less than 50%. Patient reported they are clinically dependent on their device and they also take 2 pain pills per day. Patient reported that their ins was not outputting therapy when charged less than 50% and therefore they had to charge more frequently. They requested a "second battery for the charging unit." The cause was unknown. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that since implant the ins would lose therapeutic effect when the battery depleted below 50%. The patient stated "he is 'vulnerable' medically and if his scs is off for 38 seconds he goes straight to his knees, every 6 months he has his nerves burned, every 2 months he receives shots for his pain and he is on a pain medicine zubstall and use to take fentanyl." There were no reported complications and no further complications were expected. Patient was implanted for chronic low back pain and spinal pain.